Event description:
According to the reporter, during a laparoscopic appendectomy, the instrument closed and release itself. Surgeon had to remove by force the instrument and a coecumpolresection became necessary. The locking lever of the instrument can be pressed and opened, however, the instrument branches remained close. The instrument opened when placed on the table. There was unanticipated tissue loss and the procedure was extended 30 minutes more. Another device was used to complete the case. The surgical intervention was finished laparoscopic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.